Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was "high". Although, a specific value was not given. A manual insulin injection was administered to address bg level. During troubleshooting with technical support, the malfunction alarm was cleared. And insulin delivery was resumed successfully.